Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer was reported via phone call that, the customer had high blood glucose of 390 mg/dl. Customer got two no delivery alarms and woke up to a high blood glucose. Customer woke up and her blood glucose was about 370 mg/dl and she did a bolus correction with her pump and it delivered partially. Customer took a manual injection and then went back to sleep and woke up and her blood glucose was around 383 mg/dl and then 390 mg/dl later. Customer changed her battery, her site and reservoir and she is still running high close to 400 mg/dl and does not feel the pump is working. Customer reported the following symptoms related to their high blood glucose heart racing, throwing up, nauseated. Customer treated for high blood glucose of bolus with pump and gave manual injection. Based on customer report proceeding in troubleshooting per customer alleging possible pump under delivery. The drive support cap appears normal. (Customer also reported that, the cannula was bent. Customer declined troubleshooting for the no delivery alarm. The device will be returned for analysis.

Manufacturer narrative:
The device was received with all operating currents within specification and passed functional testing including the rewind test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No possible under delivery anomaly noted. The insulin pump was received with minor scratched lcd window, cracked case at the reservoir tube window corners, cracked reservoir tube window, cracked belt clip slot, cracked battery tube threads, stained end cap sticker, stained address/serial number label and cracked reservoir tube lip.